Manufacturer narrative:
Postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth implant exchange.

Event description:
Healthcare professional reported left side textured to smooth exchange and a rupture. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified opening extended on radius. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side textured to smooth exchange and a rupture. The device has been explanted.